Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the deterioration of the main circuit board that have the video processing function because over six years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the endoscopic image flickered (the endoscopic image is not visible). Also (B)(4) found that there were moisture and corrosion inside the subject device and there was the evidence of water on the main circuit board, therefore (B)(4) concluded that it was needed to replace the main circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the lines were displayed on the endoscope image. There was no report of patient injury associated with the event.